Event description:
It was reported that the device reached elective replacement indicator (eri) prematurely. The device was explanted and replaced. It was also reported that both the right atrial (ra) lead and the right ventricular (rv) lead had high thresholds. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.